Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. Unit was received with cracked case at display window corners and missing end cap sticker. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during normal used and had cracks around display window. Nothing further was reported.